Event description:
A report was received that the patient will undergo a pocket revision. The patient was not able to charge her ipg due to the ipg being tilted in the pocket. The physician will reposition the ipg.

Event description:
A report was received that the patient will undergo a pocket revision. The patient was not able to charge her ipg due to the ipg being tilted in the pocket. The physician will reposition the ipg.

Manufacturer narrative:
(B)(4). Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not confirmed. A known good charger was able to couple with the ipg without any difficulty. Device exhibits normal charging and discharging characteristics when charged with recommended optimal alignment. The battery was depleting its charge with the stimulation turned off within the typical ipg battery depletion rate.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision. During the procedure, the physician elected to replace the ipg and the pocket site was relocated. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient will undergo a pocket revision. The patient was not able to charge her ipg due to the ipg being tilted in the pocket. The physician will reposition the ipg.